Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported error blower temp high. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. It was observed by the customer that the air inlet filter was visibly dirty. The customer replaced the defective air inlet filter to address the reported problem. The unit successfully passed the required performance verification test.